Event description:
It was reported that during the procedure the metal cap of the fiber detached. A second fiber was used to proceed with the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Additional manufacturer narrative: date of event - date of event was not provided, estimated date entered.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure the metal cap of the fiber detached after approximately 30,000 joules of use. It was noted that the flow valve was opened and fluid was observed to be flowing out fine. Saline solution was used but without means of additional pressure other than the height of the bag at 80cm. There was no excess tissue buildup noted on the fiber tip. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the metal cap was detached and not returned; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Event description:
It was reported that during the procedure the metal cap of the fiber detached after approximately 30,000 joules of use. It was noted that the flow valve was opened and fluid was observed to be flowing out fine. Saline solution was used but without means of additional pressure other than the height of the bag at 80cm. There was no excess tissue buildup noted on the fiber tip. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.